Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g3, g6, h1, h2, h3 and h6. As reported, the plug of a 6f exoseal vascular closure device (vcd) was stuck in the delivery sheath of the device. Manual compression was to stop the bleeding. There was no reported patient injury. The operator was trained in the device. The device was used in an interventional procedure. It was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the non-cordis sheath. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, no prior closure with any device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a retrograde approach. A non-cordis sheath was used. The device was used after the treatment of a lower extremity arterial occlusion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The exoseal vcd was securely locked with the vascular sheath introducer. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly with an audible click. The device was pushed at 35 degrees into the unknown short sheath to the point where the delivery rod marker band stopped. The short sheath was retracted until the indicator guidewire cover and handle were fully fitted. The short sheath was retracted simultaneously with the blocker, and pulsatile blood flow was observed in the return indicator. Observation of the indicator window began when blood flow decreases significantly. Blood flow stopped and the indicator window turned black and black. The plug deployment button was pressed to release the plug. The indicator window did not show any red color during retraction. There was no issue with or damage to the deployment lever. Additional information was requested but not provided. Other procedural details were requested but were not provided. The device was not returned for analysis. A review of the manufacturing documentation associated with lot 18387391 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ could not be evaluated since the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was stuck in the delivery sheath of the device. Manual compression was to stop the bleeding. There was no reported patient injury. The operator was trained in the device. The device was used in an interventional procedure. It was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the non-cordis sheath. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, no prior closure with any device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a retrograde approach. A non-cordis sheath was used. The device was used after the treatment of a lower extremity arterial occlusion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The exoseal vcd was securely locked with the vascular sheath introducer. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly with an audible click. The device was pushed at 35 degrees into the unknown short sheath to the point where the delivery rod marker band stopped. The short sheath was retracted until the indicator guidewire cover and handle were fully fitted. The short sheath was retracted simultaneously with the blocker, and pulsatile blood flow was observed in the return indicator. Observation of the indicator window began when blood flow decreases significantly. Blood flow stopped and the indicator window turned black and black. The plug deployment button was pressed to release the plug. The indicator window did not show any red color during retraction. There was no issue with or damage to the deployment lever. Additional information was requested but not provided. Other procedural details were requested but were not provided. The device was not returned as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was stuck in the delivery sheath of the device. Manual compression was to stop the bleeding. There was no reported patient injury. The device was used after the treatment of a lower extremity arterial occlusion. The device was pushed at 35 degrees into the unknown short sheath to the point where the delivery rod marker band stopped. The short sheath was retracted until the indicator guidewire cover and handle were fully fitted. The short sheath was retracted simultaneously with the blocker, and pulsatile blood flow was observed in the return indicator. Observation of the indicator window began when blood flow decreases significantly. Blood flow stopped and the indicator window turned black and black. The plug deployment button was pressed to release the plug. Additional information was requested but not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the plug of a 6f exoseal vascular closure device (vcd) was stuck in the delivery sheath of the device. Manual compression was used to stop the bleeding. There was no reported patient injury. The operator was trained in the device. The device was used in an interventional procedure. It was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the non-cordis sheath. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, no prior closure with any device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a retrograde approach. A non-cordis sheath was used. The device was used after the treatment of a lower extremity arterial occlusion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The exoseal vcd was securely locked with the vascular sheath introducer. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly with an audible click. The device was pushed at 35 degrees into the unknown short sheath to the point where the delivery rod marker band stopped. The short sheath was retracted until the indicator guidewire cover and handle were fully fitted. The short sheath was retracted simultaneously with the blocker, and pulsatile blood flow was observed in the return indicator. Observation of the indicator window began when blood flow decreases significantly. Blood flow stopped and the indicator window turned black and black. The plug deployment button was pressed to release the plug. The indicator window did not show any red color during retraction. There was no issue with or damage to the deployment lever. Additional information was requested but not provided. Other procedural details were requested but were not provided. One non-sterile 6f exoseal vascular closure device was returned for investigation. Visual inspection revealed that the deployment lever was in the depressed position while the guard was locked. The plug was not returned for evaluation, and the indicator wire was in the retracted position. A non-cordis catheter sheath introducer (csi) was returned inserted into the unit. The indicator window was observed in the black/white/red position. No additional anomalies were noted during the visual inspection. A functional deployment simulation could not be performed, as the device was received in a fully deployed state. A high-magnification microscopic evaluation was conducted after opening the device case to examine the internal mechanism. The internal components were found to be properly assembled, and no abnormal conditions were identified. A product history record (phr) review of lot 18387391 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was not observed through analysis of the returned device since it was received with the plug fully deployed and not included for analysis. The exact cause of issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to deploy the plug since the device was received fully deployed and the plug was not returned for analysis. However, procedural/handling factors are likely since there were no anomalies noted during product analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Note: a small amount of non-pulsatile blood flow may appear from the bleed-back indicator until the exoseal¿ vcd and vascular sheath introducer are removed from the tissue tract. Wipe the entry site and evaluate for hemostasis. If hemostasis has not occurred, continue applying light manual pressure to achieve hemostasis.¿ neither the product analysis, phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the plug of a 6f exoseal vascular closure device (vcd) was stuck in the delivery sheath of the device. Manual compression was to stop the bleeding. There was no reported patient injury. The device was used after the treatment of a lower extremity arterial occlusion. The device was pushed at 35 degrees into the unknown short sheath to the point where the delivery rod marker band stopped. The short sheath was retracted until the indicator guidewire cover and handle were fully fitted. The short sheath was retracted simultaneously with the blocker, and pulsatile blood flow was observed in the return indicator. Observation of the indicator window began when blood flow decreases significantly. Blood flow stopped and the indicator window turned black and black. The plug deployment button was pressed to release the plug. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18387391 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "vascular closure device (vcd) deployment difficulty unable" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.